Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
This is filed for a leak. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat mixed mitral regurgitation (mr) with a grade of 4. During preparation of the clip delivery system (cds), it was found one of the two gripper levers was leaking and the small orange seal-ring was visible on one gripper lever. The cds was used anyway because the clip showed no malfunction. The clip was implanted on a2/p2 reducing the mr to <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported leak on the gripper lever appears to be due to the small orange seal-ring (product quality problem-irregular appearance). It should be noted that the mitraclip g4 system instructions for use states: do not use the device if damage is detected. Use of damaged product may result in air embolism, implant or device component embolization, vascular and/or cardiac injury. ¿ in this case, it was reported that the user continued to use the device because the clip showed no malfunction. However, this deviation did not contribution to the reported event. The investigation determined irregular appearance (product quality problem) of the small orange seal-ring considers as a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.